Manufacturer narrative:
Concomitant medical products:part number: bi31000154 and lot number: unk at the time of report : system check out was preformed and there was a mechanical failure. It was noted that the mobile viewing station would not boot up. Once they replaced the 10a fuse of mvs , the equipment run successfully. 4114,3221 are associated with the fuse return 10,180,4307 are associated with system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system can't boot up. There was no patient present.